Manufacturer narrative:
The investigations found for 6 of the events, the service actions resolved the issue. For 2 events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were: 1 event: the service engineer found a degraded cuvette vacuum which was diluting the sample. He replaced vacuum pump diaphragms and replaced rinse the mechanism squeegees. A precision, calibration, and qc were completed within specification. The affected sample was repeated with acceptable results. 1 event: the ultrasonic mixers, probes, rinse head dips, and vacuum pump diaphragms were all replaced. Precision studies were performed and passed. The customer ran calibration and controls acceptably. Patient correlation studies were performed and results correlated well. 1 event: a loose screw was adjusted and the issue was resolved. 1 event: the probe was replaced and the bath was cleaned. Precision studies and an ise check were performed. The customer ran successful calibration and controls. 1 event: the customer replaced the sample probe. The field service engineer found a reagent probe had rust on it. The reagent probes were replaced and all probes were adjusted. Calibration and controls were run and were within specifications. 1 event: precision studies were performed and were within specifications. 1 event: the analyzer was checked and probe adjustments were performed. Precision studies were performed. Controls were tested. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial number cont: (B)(4).

Event description:
This report summarizes <noe>8</noe> malfunction events where low results were received from the cobas 6000 c (501) module. The events involved a total of 16 patients with the following: 9: ca2 calcium gen.2, 1: vanc3 vancomycin, 2: crep2 creatinine plus ver.2, 2: lact2 lactate gen.2, 1: ast aspartate aminotransferase, 1: etoh2 ethanol gen.2. The known patients' ages ranged from 46 to 89 years. The other patients' ages were requested, but were not provided.) The patients' weights were requested, but were not provided. There known patient genders were 1 female and 3 males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.